Event description:
The customer reported that the system smelled like it was burning.

Manufacturer narrative:
(B) (4). The customer will speak with the customer at a later time to determine if the unit will be fixed.